Manufacturer narrative:
(B)(4). On (B)(6) 2021 customer alleged pump has damaged serial number label. Unit p-cap / reservoir locked properly in place and passed displacement test. The following were noted during visual inspection: cracked retainer, faded serial number label, and pillowing keypad overlay. In summary, customer allegation for damaged serial number label was confirmed during visual inspection where faded serial number label was noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a missing or faded serial number label. No harm requiring medical intervention was reported. The device will be returned for analysis.